Manufacturer narrative:
The investigation is in progress. Once the investigation is complete a follow up supplemental report will be mailed.

Event description:
(B)(4). In an attempt to remove the hemovac drain which was placed during a right total knee replacement, the drain broke resulting in a fragment remaining in the pt. The drain fragment retained in the pt was confirmed by radiology. The pt was taken to the operating room for removal of the retained drain piece.